Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient's wife that the patient faced an adhesive event with an infusion set as the cannulas came off the skin very easily and had to be changed sometimes up to 3-4 times a day. Patient even puts paper tape on it, but it doesn't solve it. They place it correctly, they don't put it in folds. No further information available.